Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Upon receipt at our post market quality assurance laboratory, an introducer was received with the device with a blade stuck in the tip of the introducer sheath. The introducer sheath was noted to be damaged. A visual examination of the returned device identified that one of the blades had detached from the balloon material. All other blades were present and fully bonded to the balloon surface. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that the blade was damaged. The 90% stenosed shunt was located in the moderately tortuous and non-calcified radial vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for percutaneous transluminal angioplasty (pta). However, during the procedure, it was noted that the blade was damaged. The damaged blade was caught in the sheath and was removed as it was. The procedure was completed using this device. There was no problem with the patient after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city:(B)(6).

Event description:
It was reported that the blade was damaged. The 90% stenosed shunt was located in the moderately tortuous and non-calcified radial vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for percutaneous transluminal angioplasty (pta). However, during the procedure, it was noted that the blade was damaged. The damaged blade was caught in the sheath and was removed as it was. The procedure was completed using this device. There was no problem with the patient after the procedure.